Manufacturer narrative:
The vac-pac performed as intended. The patient was kept in the lateral kidney position for 4-6 hours, which was likely the cause of pressure injury to the skin on the greater trochanter. It is reported in the complaint, however, that the patient has fully recovered and has been released from hospital. The severity of this alleged patient injury and the required medical treatment information have not been provided by the medical facility. Several attempts have been made to contact customer for such additional information with no response. Device did not malfunction.

Event description:
A pressure injury occurred to skin on the greater trochanter on a patient in lateral kidney position with bed flexed 75% to 80%. The skin was in contact with a rectangular action gel pad that was set on top of a size 30 vac-pac surgical positioner. Natus has not obtained information if left or right greater trochanter skin area was affected. The robotic surgical procedure lasted approximately 4-6 hours, and the vac-pac held position during surgery and did not fail. The patient has been released from the hospital and has fully recovered.